Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor could not get the sheath and dilator to click together. Manual pressure was heald and the patient was not injured. There was no blood loss. Additional information was received on 02nov2023: the device was opened, and the doctor tried to assemble the device, however it did not click. The doctor then handed the tech the device and help pressure. The device was not used and never entered the patient. The patient was stable.

Manufacturer narrative:
This report has been deemed not reportable due to the device not being used and never entered the patient. The initial report was inadvertently reported as reportable when this report should have been not reportable based on the information that was received.